Event description:
It was reported that, "patient had a loose 52mm psl shell. Doctor removed shell and liner and replaced it with a trident all poly 32mm shell."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.